Manufacturer narrative:
Additional manufacturer narrative: the patient's operative report and medical history were reviewed and there is no additional information provided to describe the condition of this device at the time of the procedure. An echocardiogram was referenced in his pre-operative consultation indicating "patient has a fairly significant aortic incompetence and failure of the aortic valvular prosthesis." However, there is no further description available of the failing device.

Event description:
Edwards received information that a patient has undergone transcatheter valve-in-valve intervention. Patient had a failing aortic pericardial valve after an implant duration of approximately six (6) years and ten (10) months. The 25mm 3000tfx was disabled and a transcatheter aortic valve was implanted. The reason for intervention was due to flailing leaflets resulting in aortic insufficiency. There were no issues with the valve-in-valve procedure. The patient remained stable throughout and was transferred to intensive care unit in stable condition.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant a valve or replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, the only information provided is that this device failed due to "flailing leaflets". No patient history or operative notes have been made available by the health care provider. Without additional information regarding condition of the device or history of the patient, we are unable to confirm the clinical comments provided by the health care provider. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.